Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was capped. An invasive procedure was performed and fluid was found in the header, the physician felt the lead connector didn't fit snugly into the device header. The patient has implantable cardioverter defibrillator (ICD) and was receiving inappropriate therapy. The physician elected to replace the ICD and implant a new sensing lead.